Manufacturer narrative:
Per the tandem user guide: for adults (ages 18+) only sites on the belly are approved for sensor insertion. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 44 mg/dl, and the meter bg reading was 79 mg/dl. Reportedly, the customer was wearing the sensor on thigh, which is not an approved site, per the tandem user guide. No additional patient or event information was available. A root cause could not be determined. The customer declined a replacement sensor.